Event description:
The hemobahn endoprostheis was introduced without any difficulties. During deployment of the device, the last 1 cm of the device would not open. An arteriotomy at the end of the device was performed. The deployment line had broken. The physician pulled on the segment of deployment line and the device opened. The device was left in place. Because of low flow at the end of the procedure, a femoro-popliteal bypass was implanted one week later.